Manufacturer narrative:
Follow up #1 07/09/2015 device evaluation: the pump has been returned to animas and evaluated on 06/24/2015 with the following findings: the pump powered on with no sounds. When the pump was opened up the piezo contact was misaligned. The piezo contacts were realigned and the pump was reassembled. The audio was functioning after the realignment. The pump's vibratory features were working as expected. Correction: the initial issue reported for this malfunction was that the pump had no power. This is incorrect as the initial issue was that the pump had no audio tones or vibratory features.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.